Manufacturer narrative:
System updates pending. Result : known inherent risk of procedure. Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, balloon inflation inside the calcified native annulus may have caused leaflet damage and contributed to the aortic regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a tavr procedure, following balloon aortic valvuloplasty (bav) with an edwards bav balloon catheter, the patient's blood pressure remained low and the patient did not respond to vasopressors. It was speculated that the patient's hemodynamic instability may have been caused by the rapid ventricular pacing (rvp) run being "little long" during bav and acute aortic regurgitation. Following the heart team's discussion with an edwards proctor, percutaneous cardiopulmonary support (pcps) was initiated. The patient's hemodynamics improved and a 26mm sapien xt valve was deployed without incident. The native annulus measured 22.0mm by tte. Mild valvular calcification and mild aortic root calcification was reported.